Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR? No. Device evaluation is not necessary as reported event of infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that patient's vns generator was removed due to infection. The patient was put on antibiotics and it was reported that the axillary would is now well healed. The device history records for the generator were reviewed, and it was verified that the generator was sterilized according to procedure prior to release. No other relevant information has been received to date. Product return and device evaluation is not necessary as reported event is not related to the functionality or delivery of therapy of the device.